Event description:
The rptr stated that the red line on the triple line logical set is coming disconnected between the logical and the stopcock. The disconnection happens with the slightest movement, even after tightening the connection out of the package. No pt injury or treatment was associated with this event.